Event description:
It was reported that the telemetry strips indicate a lower rate than the devices programmed lower rate. The device is programmed for atrial pacing. Technical review of the provided strips noted that oversensing of the qrs or the t-wave was observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).